Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 200 mg/dl). Correction bolus was delivered to lower bg. Customer alleged pump was not delivering properly and the cause was not known. Bg was not elevated at the time of the report and customer had successfully resumed pump therapy. Upon follow up, customer acknowledged the pump was functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.